Event description:
A customer reported that on (B)(6) 2011 there was an unsuccessful attempt to laser a renal stone. When the fiber was attached, the energy from the machine was not being outputted to the end of the fiber. Another fiber was attached to the laser and the same thing happened. The company was contacted and it was determined that the laser was malfunctioning. Per the customer, they were unable to perform a lithotripsy. A left urethral stent was placed with the intention to have the pt return for a repeat procedure. The original intention of the procedure was cystoscopy, left ureteroscopy, retrograde pyelogram, stone manipulation and stent placement.

Manufacturer narrative:
A medwatch report, (B)(4), was rec'd on august 8, 2011. Followed-up with the customer to obtain clarification on the initial info reported. Per the customer's info reported, it is unclear if the fiber was unable to laser the pt's renal stone due to an output issue with the laser or due to a pt factor. Also, it is unclear if the placement of the left urethral stent was the original intention of the procedure or was placed due to the issue with the laser. Additionally, it is not clear if the pt was scheduled to return as part of original procedure or because of the issue with the laser. Currently, awaiting add'l info requested from the customer regarding the energy was not being output to the end of the fiber and the pt outcome.